Manufacturer narrative:
Upon receipt of the complaint the manufacturer reached out to the user facility for additional information and requested the device in question for evaluation. The facility contact, brent reed, was contacted on 11jun2024, 10jul2024, and 23jul2024 for additional information but no response was received. The lot number of the disposable was unknown so a thorough investigation through retain analysis was not possible. No additional information is available at this time. The complaint file may be reopened to continue investigation in the event the device is provided for investigation.

Event description:
The biomed reported that there was an overheat incident during a case with the patient involved. There is few detail but the biomed promised to gather additional information. The overheat incident occurred after 20 units of whole blood were delivered to the patient. Although patient involved in the incident expired, the user facility confirmed that this was due to severe gun-shot wound.

Manufacturer narrative:
The internal complaint file #(B)(4). Has been logged for this incident for traceability. The ri-2 involved in this incident is not yet returned to belmont for investigation. Although the patient involved in this incident expired, the user facility confirmed that this was due to the gunshot wound and not the device. A 102 error message is generated to alert the user of the condition of the device. Infusion can be continued through other means. There is no indication of the use of contraindicated fluids. Certain infusates such as calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The user will lose the ability to infuse the patient during the event. A 102 alarm is generated to alert the user of the condition of the device. The operator manual states the following: "check disposable set and flow path for occlusions. Make certain the windows on the disposable set and the ir probes are clean and dry. Clean surfaces with moistened soft cloth if necessary. Dry off surfaces before continuing. Make sure bag clamps are open and flow is unimpeded. Make sure that the filter is not clogged. Add more fluid, if fluid out. Clamp off the bag spikes and patient line and remove disposable. Power off and restart the system with a new disposable. Service machine if the problem persists." A message appears on the screen to discard the disposable and blood and restart the system with a new disposable. Infusion of the patient can be continued by other means if the error persists. Belmont is working with the user facility to get the device involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn. A follow-up report will be submitted once the investigation is complete and additional information becomes available.